Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report the receiver displayed the system check passed message on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log observed firmware errors, a screen recoverable error alarm and an error recovery error. The customer complaint was confirmed. A root cause could not be determined.